Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The brand name for this product has been corrected from vented paclitaxel set to access.

Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation; however, it is unknown when it was received. An actual sample was received for evaluation. A visual inspection of the sample revealed the package was opened and the seal was incomplete. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to baxter (B)(4) a vented paclitaxel set in which the condition of "improper sealing" occurred. The condition was identified before patient use. There is no patient involvement. No additional information is available.